Event description:
It was reported there was an alert triggered for the right ventricular (rv) lead having a sudden increase in impedance from constant impedance in the 400s to one day had a reading of 1100 ohms. It was noted the impedance had decreased back to about 400 ohms and there was no signs of oversensing. During the replacement procedure, noise could be reproduced on the rv lead. The rv lead pace/sense portion was capped and a previously capped rv pace/sense lead was reused and the high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.